Event description:
It was reported that there are missing pixels on the touchscreen display. Customer¿s blood glucose level was 184 mg/dl. Reportedly, customer reverted to an old pump for insulin therapy.